Manufacturer narrative:
A visual and dimensional inspections were performed on the returned guide wire, and the reported separation was confirmed. The reported difficulty to remove was unable to be confirmed due to the returned condition of the wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that instructions for use, guide wire hi-torque guide wires for ptca, pta stents, states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was reported that the physician used force in the attempts to remove the guide wire, the force applied during removal seemed to be a reasonable clinical response to the reported difficulties. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove the guide wire through a balloon dilatation catheter (bdc) and guiding catheter (gc) appear to be related to operational circumstances of the procedure. In this case, it is likely that manipulation during the procedure caused the wires to tangle together causing the guide wire to kink, resulting in the difficulty to remove during retraction through the bdc and gc. Additional manipulation against resistance ultimately resulted in the core separation and stretched coils. The core at the separation was bent as if kinked prior to the separation. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous left anterior descending (lad) coronary artery. Two balance middleweight universal ii (bmw uii) guide wires were advanced with the buddy wire approach. After stent implantation, one of the wires was used to deliver a balloon for post dilatation. Once the post dilatation was done, this wire was pulled together with the balloon to be removed from the patient. Resistance was felt when both the balloon and wire were pulled to the guiding catheter tip. Therefore, the physician decided to retract the balloon first and it was successfully retracted without resistance. The bmw uii was then pulled and resistance was still noted. Force was applied and the guide wire was removed; however the tip was separated. It was noted that wire tip was located inside the guiding catheter. The entire guiding catheter and the second bmw uii guide wire were then removed from the patient. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.